Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0252891. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that syringe 0.5ml 30ga 1/2in uf 10bag 500cs had scale marking issues. The following information was provided by the initial reporter: material no:328466 batch no: 0252891, unknown. It was reported that about 15 syringes had crooked or slanted line son the barrel. Also, some of the lines were smeared and due to this the pet's blood sugar was high or low. This pr captures the occurrence for the unknown product reported by the consumer. Verbatim: pet owner stated about 15 syringes had crooked or slanted lines on the barrel. Stated some of the lines on the barrel were also smeared. Stated due to this, her pets blood sugar would run higher or lower. Pet owner stated she reported this to her pharmacy and the pharmacist stated they had another consumer report the same issue with another product box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 30ga 1/2in uf 10bag 500cs had scale marking issues. The following information was provided by the initial reporter: material no:328466 batch no: 0252891, unknown. It was reported that about 15 syringes had crooked or slanted line son the barrel. Also, some of the lines were smeared and due to this the pet's blood sugar was high or low. This pr captures the occurrence for the unknown product reported by the consumer. Verbatim: pet owner stated about 15 syringes had crooked or slanted lines on the barrel. Stated some of the lines on the barrel were also smeared. Stated due to this, her pets blood sugar would run higher or lower. Pet owner stated she reported this to her pharmacy and the pharmacist stated they had another consumer report the same issue with another product box.